Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient experienced inflammatory response endophthalmitis following a vitrectomy procedure. The patient presented post operative day one with conjunctival inflammation, aqueous cell and fibrin in the right eye. Cultures were performed and the patient required intravitreal injections of antibiotics. Steroid and antibiotic eye drops were also prescribed. The patient's symptoms have resolved. This is one of multiple reports for this facility.

Manufacturer narrative:
Additional information has been provided in h.6. And h.10. The lot complaint history and DHR were not reviewed as no lot information was available for this complaint. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample will be evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been provided in h.1. - "summary report". The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).